Manufacturer narrative:
B2: the initial medwatch report 3004753774-2024-00001 had an incorrect check on the term death. The section was updated to only include other serious or important medical events. H3: the CT expres 3d injection system, serial number (B)(6) , was returned for evaluation on 23 may 2024. The injector system was functionally tested and met the pre-established specifications. A review of the device history was performed with no findings related to the reported event. There was no evidence of device malfunction related to the reported event. The user facility provided to (B)(6) medical technologies (bmt) two (2) computed tomography (CT) images (slices). The two CT slices were reviewed by the (B)(6) medical advisory board (mab) member and the assessment is as follows: it is the opinion of this mab member who is responsible for this device that it has been well established that volumes of air injected intravenously greater than 25 cc have the potential for serious harm, permanent disability, or death whereas volumes less than 10 cc in adults are considered essentially safe. The literature is replete with numerous cases where patients were inadvertently administered IV volumes of air in the 50 to 200 cc range with minimal adverse events. Based on the symptoms exhibited by the patient and the need for immediate emergency treatment, one must question if only 4.4 cc of air were administered. It must also be noted that the pulmonary artery is carrying venous blood to the lungs for oxygenation and elimination of carbon dioxide, so the air was not present on the arterial side. Multiple CT expres consumable kits were returned for testing in association with the reported air injection event: two (2) CT exprès day sets, lot 0847346583, four (4) CT exprès bottle spikes, lot 2018121001 (note expiration date was 10-dec-2021), and two (2) CT expres patient sets, lot 0860087619. Visual inspection and functional testing were performed on eight (8) of the returned samples. No issues were noted during visual inspection and all samples passed functional testing. There was no evidence of a consumable device malfunction. Evaluation of the CT expres injection system and the returned consumable kits provided no evidence of device malfunction. Additionally, mab review of the event concluded 4.4 cc of air is unlikely to cause a serious deterioration in patient health. Evaluation of the available information concludes no causal relationship between the CT expres injection system and the reported serious deterioration in the patient's health.

Manufacturer narrative:
D4 - CT express day set iii hp, lot 0848264089; CT express patient set, lot 0860087619 the CT express 3d injection system, serial number (B)(6) was evaluated by bracco engineering's service provider on 26 march 2024. The injector system was functionally tested and met the pre-established specifications. The CT expres 3d injection system, serial number (B)(6), has been requested to be returned to bracco medical technologies (bmt) for a quality engineering (qe) evaluation. As part of the qe evaluation, a review of the device history will also be performed. The CT expres consumable kits used during the event, day set iii hp, lot 0848264089 and patient set, lot 0860087619 are being returned for investigation. The user facility has provided two (2) CT images from the event; they will be reviewed by the bmt medical advisory board (mab). Upon completion of these investigations, a follow-up report will be submitted to FDA.

Event description:
During a computed tomography (CT) scan using the CT express 3d injection system, serial number (B)(6), approximately 4.4 ml of air was injected into the patient. The air was observed on the scans in the proximal part of the pulmonary artery trunk. A serious deterioration in patient health was reported. The patient was treated with administration of high concentration oxygen and monitoring of oxygen saturation. The patient was reported to have stabilized.